Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged and bent cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the cannula became dislodged from the infusion site on the back after approximately 4-24 hours of pod wear. This led to the patient¿s blood glucose levels increasing to approximately 400 mg/dl as measured by the dexcom g7 continuous glucose monitor, and 370 mg/dl as measured by manual fingerstick. The patient stated that an automated delivery restriction alarm occurred, so she switched to manual mode and went to sleep. Afterwards, her blood glucose levels remained high, which is why she performed the manual fingerstick test to verify. The patient further noted that upon removal of the pod, the cannula appeared bent and kinked, and it had pierced through the adhesive. She suspected this was the reason for not receiving appropriate insulin delivery. There was no medical intervention reported in relation to this event.

Manufacturer narrative:
Pod arrived fully deployed. No damages or defects to the soft cannula were observed that could have contributed to the reported dislodged cannula. The cause of the reported dislodged cannula event could not be determined. No bends or kinks of the soft cannula were observed. No hazard alarms were present in the pod data. The pod data shows the pod functioned normally. No problem was found.